Manufacturer narrative:
Concomitant medical products: product ID 977c190, lot# serial# (B)(6), product type lead device evaluation: analysis of the lead found the lead was cut/segmented at 23.1 cm from the proximal end of the proximal segment and all eight conductors were cut. Please note that method code 4114, result code 3221, and conclusion code 67 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note the specific implantable neurostimulator (ins) serial number is unknown at this time. The serial number was either (B)(4) or (B)(4). The information reported is accurate to both devices. Concomitant medical products: product ID: 977c190, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c190, serial/lot#: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ¿fracture was found¿ after the lead was connected to an implantable neurostimulator (ins). It was further reported that while initially only a fracture of the #6 electrode was confirmed, a further review of the lead found that all #0-#7 electrodes were fractured. Impedance testing was performed and found that all of the #0-#7 electrodes had ¿fractured¿ values; impedances of ¿40000 ohms or greater¿ were measured. It was noted that there was a ¿possibility that the doctor cut it during the operation;¿ however, it was noted ¿the details were unclear because the fracture was noticed after the value of fracture state only on the #6 electrode was displayed first.¿ a surgical intervention was performed to replace the lead with a backup lead of the same type and the issue was resolved. The complex regional pain syndrome (crps) patient was alive with no injury at the time of report. No further complications were reported or anticipated.